Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed ?no disposable pump won't run". Per reporter residual volume was: 78.9, rate 1.7 and 0.6 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed ?no disposable pump won't run". Per reporter residual volume was: 78.9, rate 1.7 and 0.6 was given. No adverse patient effects were reported. No additional information is available at this time.